Event description:
It was reported that the patient's device had migrated. The cause of the migration was unknown, and the surgery was being done due to the concern that the generator may detach from the lead wire. The surgeon reported that x-rays from 2014 and from after the migration reportedly started were compared, and the generator appeared to be in the same position. However, the surgeon had not evaluated if the patient's device was able to migrate while in the pocket. Also, the patient had lost a lot of weight prior to the migration beginning. The surgeon suspected that the patient felt like her device was migrating due to the weight loss. The type of suture used during implant surgery was not recorded in the operative notes. No surgical intervention has occurred to date.